Event description:
Philips received a complaint from the customer reporting the v60 ventilator powered off without user input. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The rse reviewed the device event log with the bme and found no check ventilator or ventilator inoperable codes had occurred at the time of the event. The log verified the device logged the diagnostic code 1212 (alarm message: running on internal battery) when it was powered on and operating on battery power, then code 2002 (system shutdown) occurred. The rse determined the battery was near battery depletion status at the time of the power on. The bme reported the ventilator was not connected to alternating current (ac) power while in storage. The ventilator reportedly operated for several days without issue. The bme operated the device solely on battery power until it produced the low internal battery alarm (code 1204). The rse advised the bme, per the operator's manual, the device should be connected to ac power when not in use and the battery should be fully charged before clinical use. Per the v60/v60 plus ventilator service manual (document 1049766 t), the following caution is provided to the user: avoid allowing the ventilator battery to become completely discharged. Otherwise, the battery may become over-discharged and require long recharge times of up to 16 hours or more. The over-discharged condition may permanently damage the battery so that it is unable to recharge. To prevent the occurrence of a nonrecoverable over-discharged battery, always keep the ventilator connected to an ac outlet. Schedule regular preventive maintenance to ensure battery health. Also noted in section 2.7 of the v60 service manual is the following: the backup battery is intended for short-term use only. It is not intended to be a primary power source. Philips recommends that the ventilator battery is fully charged before ventilating a patient. If the batteries are not fully charged and ac power fails, always pay close attention to the level of battery charge. This issue was due to use error. The user failed to connect the device to an ac outlet when not in use. The device alarmed appropriately under the given conditions. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.